Event description:
Pt developed lethargy. Two days prior to admission pt experienced pain, nausea and headache. She was seen in the emergency room and a spinal tap was done. The tap was positive for wbcs. Cultures were obtained and she was admitted for IV antibiotics. All cultures were negative except there was light growth of staphylococcus epidermis in the seroma aspirate. The pump was explanted and she was discharged to be followed by home health for IV antibiotics on 10/06/1999.